Manufacturer narrative:
The exact device implantation date is unknown. Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of a trapease vena cava filler on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to the plaintiff. Including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the plaintiff suffered serious injuries, damages and will require extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product remains implanted and therefore is not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. As per the instructions for use (IFU), implantation of the trapease filter is contraindicated in patients with uncontrolled infectious disease. There are possible patient and pharmacological factors that may have contributed to the reported events of severe and constant chest pains and compromised respiratory system. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff, underwent placement of a trapease vena cava filler on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to the plaintiff. Including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the plaintiff suffered serious injuries, damages and will require extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filler. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the patient suffered serious injuries, damages and will require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The indication for the implant was recurrent deep venous thrombosis (dvt)of the right lower extremity, with recent surgery. The device was implanted via the right common femoral vein and deployed at the l2-l3 interspace below the level of the renal veins. The patient is reported to have tolerated the index procedure well, with no reported complications and minimal blood loss. Additional information contained in the patient profile form indicated that the patient experienced a stroke, sometime in the year following the filter implant, that resulted in left sided paralysis. The patient is also reported to experience anxiety related to the device. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information provided and no brain or procedural imaging available for review, it is not possible to determine a relationship between the device and the reported events, nor can a clinical conclusion be ascertained. It is unknown if the reported stroke was embolic or hemorrhagic in nature. Stroke, chest pain, a compromised respiratory system and anxiety do not represent a malfunction of the device and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the device and the reported events. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
The following additional information received per the medical records indicate that the device was implanted due to recurrent deep venous thrombosis (dvt) right lower extremity, with recent surgery. During placement of the inferior vena cava (ivc) filter via the right femoral vein, the filter was deployed at the l2-l3 interspace below the renal veins. The patient is reported to have tolerated the index procedure well. There were no reported complications. According to the information received in the patient profile from (ppf), patient is reported to have experienced a stroke resulting in left side paralysis and the patient is reported to continue to experience anxiety related to this device. According to the information received in the amended ppf, the patient reports to suffer from blood clots, clotting, and/or occlusion of inferior vena cava (ivc). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the device was implanted due to recurrent deep venous thrombosis (dvt) right lower extremity, with recent surgery. During placement of the inferior vena cava (ivc) filter via the right femoral vein, the filter was deployed at the l2-l3 interspace below the renal veins. The patient is reported to have tolerated the index procedure well. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to chest pains and compromised respiratory system. Per the patient profile from (ppf), the patient is reported to have experienced a stroke resulting in left side paralysis and have anxiety, as well as blood clots, clotting, and/or occlusion of inferior vena cava (ivc). The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stroke, respiratory system disorder and chest pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.